Manufacturer narrative:
Per the tandem user guide: always remove all air bubbles from the system before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. Customer's blood glucose was between 80 and 150 mg/dl.